Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced difficulty connecting the cable into the usb port which caused issues with charging the pump battery. Additionally, the customer's pump battery was charged to a certain battery percentage; however, the charging event could not be confirmed in the pump's history. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.